Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A post-accelerated stress test (ast) simulated treatment was initiated and test failed. An fc alarm occurred and the fill times were excessive due to a clogged hp1 filter. The hp filter was replaced and the cycler completed treatment with no issues there were no fluid leaks in the test cassette. There were no fluid leaks in the test cassette. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. During an internal inspection of the returned cycler there were visual indications of dried fluid found underneath the pump assembly and within the hp1 filter. There were no other visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler after cancelling the pd treatment. The patient reported experiencing slow drains during drain 3 of 5 of treatment. The cause of the leak is unknown. The fluid leak did come in contact with the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler is scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler after cancelling the pd treatment. The patient reported experiencing slow drains during drain 3 of 5 of treatment. The cause of the leak is unknown. The fluid leak did come in contact with the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler is scheduled to be returned to the manufacturer for physical evaluation.